Event description:
It was reported that the device would charge up but when the "shock" button was pressed, the device would not deliver the energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
The removed system pcb was further evaluated at the failure analysis center and was successfully able to deliver defibrillation energy. The reported failure could not be determined. After a review of the electronic patient record from the initial testing of the device, it was observed that the synchronized cardioversion functionality was turned on after the defibrillation energy was charged up. With the synchronized cardioversion function on and the ECG function uncalibrated at the time of the testing, the device did not see the necessary ECG waveform to deliver a synchronized shock and was therefore unable to deliver the defibrillation shock. Without the necessary ECG waveform in sync mode, this is a normal operation of the device. The reported failure of the device being unable to deliver defibrillation energy was due to use error during testing of the device. The removed system pcb was further evaluated at the failure analysis center and was successfully able to deliver defibrillation energy. After a review of the electronic record that was created during device testing, it was observed that the synchronized cardioversion function (sync) was turned on after the defibrillation energy was charged. The cause of the failure to deliver the defibrillation shock was due to the sync function being turned on with a "flatline" ECG input signal from an ECG simulator during testing of the device. There is no ECG "r" wave to trigger a synchronized defibrillator discharge with a "flatline" ECG signal input to the monitor. This is normal device operation. The root cause of the reported failure of the defibrillator to deliver defibrillation energy was due to use error during device testing.

Manufacturer narrative:
The removed system pcb was further evaluated at the failure analysis center and was successfully able to deliver defibrillation energy. The reported failure could not be determined. After a review of the electronic patient record from the initial testing of the device, it was observed that the synchronized cardioversion functionality was turned on after the defibrillation energy was charged up. With the synchronized cardioversion function on and the ECG function uncalibrated at the time of the testing, the device did not see the necessary ECG waveform to deliver a synchronized shock and was therefore, unable to deliver the defibrillation shock. Without the necessary ECG waveform in sync mode, this is a normal operation of the device. The reported failure of the device being unable to deliver defibrillation energy was due to use error during testing of the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.